Event description:
It was reported to depuy acromed that a summit mini polyaxial screw broke while applying a pin nut with flange. The break occurred during the final tightening. The shaft of the minipolyaxial was left in the body. There were no other adverse consequence to the pt. The returned product is currently under investigation.